Event description:
It was reported that the patient visited the hospital for an inflatable penile prosthesis (ipp) follow-up appointment. The patient developed epifolliculitis, the medical assistant advised the patient to visit a physician. The patient did not take the advice and squeezed it by himself. Later, a physician determined that there might be wound infection. The patient underwent surgery on (B)(6) 2022, and the pump was removed because the patient refused to remove all components. The patient underwent another surgery in august 2022, to remove the cylinders and reservoir. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The cylinder was visually and microscopically examined, and leak tested. The cylinder exhibited multiple pinholes consistent with explant damage. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital for an inflatable penile prosthesis (ipp) follow-up appointment. The patient developed epifolliculitis, the medical assistant advised the patient to visit a physician. The patient did not take the advice and squeezed it by himself. Later, a physician determined that there might be wound infection. The patient underwent surgery on (B)(6) 2022, and the pump was removed because the patient refused to remove all components. The patient underwent another surgery in (B)(6) 2022, to remove the cylinders and reservoir. There were no further patient complications.